Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. Customer stated volume control was not working as it was too low during the night when it goes off. Customer stated insulin pump was cracked and battery was not secured. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.